Event description:
Rayner intraocular lenses limited rec'd notification from a pt that the post-operative refractive outcome was not as expected following the implantation of a c-flex aspheric 970c intraocular lens.

Manufacturer narrative:
(B)(4) it was bought to the attention of the pt on receipt of the complaint that rayner cannot provide medical advice to a pt. The pt was advised to contact their medical professional to further discuss the unexpected clinical outcome and their future treatment. In the meantime, the info provided to rayner during the course of the investigation was reviewed in order to try and determine a root cause for the unexpected refractive outcome. The investigation has concluded that the cause of the refractive outcome is due to a surgical error, not as a result of a device defect of malfunction. The pt is considering undergoing a secondary procedure in which they would receive a supplementary sulcoflex intraocular lens to correct the refractive outcome/error. The production records of the c-flex aspheric 970c 040e99764 batch confirm that all mfg and quality checks were conducted with successful results. The production records show that the lenses released from this batch were within tolerance and specification. Complaints since april 2010, the month of manufacture, were reviewed and we can confirm that no complaints, of any type, have been rec'd against the c-flex aspheric 970c 040e99764 batch.